Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v304276, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-33, lot# v304276, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a green spot on his skin at the implantable neurostimulator (ins) site on the left side, along with an increase in pain from a ¿level of 5 to a 9.¿ he had two inss and the one on the left had been hurting since the morning of (B)(6) 2014. The pain was at the ins site and also in his legs, but he was not sure if it was due to neuropathy or not. The healthcare provider (hcp) reportedly told the patient that the leg pain was due to neuropathy from a heart issue in early (B)(6) . The patient thought the left ins had either moved or was corroded. He turned stimulation down to 1.0, but that was still very painful. The morning of the report he turned stimulation up to 1.7, but he was not able to see a program. When he turned stimulation up the pain increased slightly, but he did not notice any change when he decreased stimulation. The patient turned stimulation off, but noted no change in the amount of pain. He mentioned that stimulation did help with his symptoms and turned it back on. The pati ent reported no falls or trauma. However, he mentioned receiving a support belt due to his diabetes. The belt helped the pain, but it was made of hard plastic and he thought it may have hurt the ins or inspocket. Due to a lot of leg pain on the left side, the patient wanted assistance again to turn therapy off. He was not able to see his programmer screen well, but stated he did not feel stimulation after the implant was turned off. The patient also stated that he had no hcp managing the therapy at the time of the report. A nurse with the patient¿s primary care giver reported they had no additional information. However, the nurse noted the patient had an appointment scheduled with a new hcp. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.